Event description:
It was reported that while removing after inserting the catheter, the doctor noted that the guidewire had frayed. It was further indicated that "the frayed cover" snagged the catheter and began to dislodge it. The guidewire is being returned, the catheter remained with the patient. Follow up indicated that there was no problem accessing the lumen of the vessel. The wire was not threaded through the needle multiple times. There was no friction felt until the wire was withdrawn. Upon its withdrawal the wire was completely frayed. There were no patent complications reported.

Manufacturer narrative:
One 0.032 guidewire was received and appeared to be damaged. There were no other components returned. The returned 0.032" guidewire was received with a weld break on the "j" tip end and the outer coils have been stretched 40cm. It appears that the beginning of the outer coil had been stretched 26cm proximal of the "j" tip end of the wire. There were no missing sections of the wire. Visual examination performed with (B)(4). A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Clinical factors may have contributed to the difficulty experienced. No actions will be taken at this time. Edwards is currently in the process of implementing a nitinol guidewire in this product family to facilitate easier placement.